Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The customer reported via phone call that the customer was in emergency room and hospitalized due to hyperglycemia on (B)(6) 2020. The customer's blood glucose level was 900 mg/dl at the time of hospitalization and the current blood glucose level was 141 mg/dl. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin drip and manual injection. Customer also stated that insulin pump received the no delivery alarm and hardware low level failure alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to hyperglycemia on (B)(6) 2020. The customer blood glucose level was 900 mg/dl at the time of hospitalized. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin drip and manual injection. Customer also stated that insulin pump received the no delivery alarm and hardware low level failure alarm. The insulin pump will not be returned for analysis.